Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc upn: m365sc14160 model: sc-1416 serial: (B)(6). Batch: 223965.

Event description:
It was reported that the patient was having slight amount of drainage at the midline incision site, but no purulent drainage noted. Physician believed it was not device related. The patient was prescribe an antibiotic.

Event description:
It was reported that the patient was having slight amount of drainage at the midline incision site, but no purulent drainage noted. Physician believed it was not device related. The patient was prescribed an antibiotic. Additional information was received that the patients pocket site was clean dry and intact. The patient was healing without difficulty.